Manufacturer narrative:
One set model me2020, lot 25095265 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was unable to be primed with water due to dried up medication in the line. Both luer locks were cut from the set and pressure tested while being attached to a bd extension set. No leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported "medication was leaking from the medication line, between the luer lock and the line". No patient harm.